Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for diabetic ketoacidosis with blood glucose of 717 mg/dl. Physician was not able to give any hospitalization information as he was making his rounds. It was advised for customer to call 24 hour helpline for troubleshooting. No further information provided.